Event description:
Device 1 of 2. Ref MFR report #: 1627487-2013-05825. The pt has three leads (two are the same 2model and lot number). It was reported the pt has not been receiving adequate coverage due to one of their leads migrating. It is unk which lead has migrated. Reprogramming was unsuccessful to provide sufficient coverage. The pt may undergo surgical intervention on a later date.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.